Event description:
It was reported that during an implant attempt, the helix on the right ventricular lead would not extend after repositioning. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. The proximal conductor was distorted and there was blood/body fluid (not obstructed) on the distal and proximal conductors. There was a breached cut on the outer insulation, blood in/on the helix mechanism, and apparent explant damage.